Manufacturer narrative:
The device was returned to the MFR and the eval is in progress.

Event description:
A medtronic rep reported that the system froze for 10-15 seconds during navigation of an ent procedure with the fusion system. The system displayed the same behavior with the em ent reg probe and the em ent straight suction instruments. The rep performed a soft boot on the system to resolve the issue. The system was navigating accurately and the surgeon was able to complete the entire procedure. There was no pt impact.